Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set cannula kinked event on (B)(6) 2026. The insertion site was abdomen. Patient also experienced high blood glucose at the time of the event and patient took correction injection via multiple daily injections (mdi) to resolve the issue. The infusion set in use for four days. No further information available.